Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (rewind issue) issue. The patient stated that the pump does not rewind fully and then goes back to main menu and when the ez prime was accessed, the screen rewind does not show that it has occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2019 with the following findings: on investigation, the black box data showed multiple rewind steps post manual suspend, no activity outside of normal use was observed. The battery compartment and cap were undamaged and able to fit properly. The ¿rewind¿ step was performed correctly and a 200-unit test cartridge was inserted correctly, ¿ez-prime¿ steps were performed correctly with no ¿rewind issue¿ occurring during the investigation. Investigation did not duplicate the alleged ¿rewind" issue. There was no damage, defect or contamination of the pump's interior components.